Event description:
A reservoir volume higher than expected in the pump was observed during a refill visit. There was no reported diagnostic procedure to evaluate the cause. The pump was explanted from the pt on (B)(6) 2014.

Manufacturer narrative:
Details regarding this issue were clarified on july 11th, 2014. Device is being investigated at the manufacturing site. When the investigation is complete, a supplemental MDR will be filed. (B)(4).